Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with multiple pump errors. The customer's blood glucose was 99 mg/dl at the time of the incident. The customer reported the insulin pump did not alert for low battery. While checking the alarm history found multiple pump errors. It was also found the battery issues reported by the customer were simply a battery failed alarm after pump restart. The customer was able to clear the alarms. The customer was able to complete pump rewind. Programmed 0.2 unit fill cannula into air to determine if delivery is successful and fill cannula was not recorded in daily history. Self test was performed and passed. The customer reported they only use the continuous glucose monitoring aspect of the insulin pump and do not use it for insulin delivery. The customer uses insulin pens for therapy. The customer also reported sensor issues. The insulin pump will not be returned for analysis.